Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device power up properly after the battery was installed. The device was received with operating currents within specification. The device was monitored and no blank display anomalies were noted. No damage on the lcd on isolation tape noted. The device also had cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm, and the customer was unable to clear the alarm by pressing the esc and act buttons. The customer's blood glucose was 291 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.